Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a procedure for inflammation of the gallbladder, the blade was broken. The surgery was the laparoscopic procedure at first, but the surgeon converted it to an open procedure at the time the event occurred. The broken pieces were retrieved and no pieces were left inside the patient. Another device was used to complete the case.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was there any contact between the active blade and hard metal objects? It is possible that the device contacted with forceps. In what stage of the procedure were they when the blade broke? When the surgeon performed a celiotomy. Why did the surgeon make the decision to convert the procedure to open? The convert to open procedure was not due to the blade tip off. Upon review of the additional information provided, this event is being considered a malfunction.

Manufacturer narrative:
(B)(4). Medical device: batch # unk. Investigation summary: the device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the failing of the pre-run test with the generator and can also result in the displaying an alert screen. These alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ and "relax pressure on blade, " followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.